Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon felt that the sutures were thinner than usual. The lot number is unknown. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Actual product returned for evaluation, with lot number klz471. Body fluids and several damaged along of strands were observed, also the ends were cut appears to be by use of a surgical instrument. The suture met finished good diameter requirements. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.